Event description:
Reporter alleged blood glucose measured 230, 166 and 111 mg/dl when all were performed back to back within 2 minutes of each other. It was stated another glucose result was taken of 257 mg/dl back to back with another result of 128 mg/dl when taken within 2 minutes of each other. It was stated no actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.